Event description:
It was reported that the customer delivered a bolus; however, the bolus was not recorded the pump history. There was no impact to the customer's blood glucose level. Pump data was reviewed by tandem technical support and showed that the bolus delivery button was not pressed. Data showed that customer entered cars (37g) and blood glucose value (177) but the bolus was not delivered.

Manufacturer narrative:
Follow-up (B)(6) 2015: contact indicated that no further issues have occurred. Contact was not sure if the bolus history was incorrect or if customer (daughter) was not "paying attention". The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.